Event description:
It was reported by the patient that the infusion set was pulled out from his body when his cat chewed it forcefully due to which the patient tried to stop the cat on (b)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number.Reporting Site: 8021545.Manufacturing Site: 8021545.